Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer observed air bubbles in the patient line. The customer's blood glucose reached 423 mg/dl. Customer reverted to alternate insulin therapy.

Event description:
The customer's blood glucose reached 414 mg/dl.